Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the pre-use inspection, the image from the videoscope was completely black and a scope communication error was displayed. The unspecified procedure was completed after changing to another scope. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2(unselect company representative and distributor). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of the image was completely dark and a scope communication error(e216) displayed was confirmed. Based on the results of the investigation, it is likely the kinked image sensor cable lead to disconnection and short-circuit of the output signal cable due to which the event occurred. However, a definite root cause that led to the malfunction could not be determined. The instruction manual states the detection method associated with the event in "instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2(unselect company representative and distributor). Additional information added to field. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of the image was completely dark and a scope communication error (e216) displayed was confirmed. Based on the results of the investigation, it is likely the kinked image sensor cable lead to disconnection and short-circuit of the output signal cable due to which the event occurred. However, a definite root cause that led to the malfunction could not be determined. The instruction manual states the detection method associated with the event in "instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.8 ¿inspection of the endoscopic system". Olympus will continue to monitor field performance for this device.